Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the forceps/irrigation plug (isolated type), the following was found during an endoscopic support specialist (ess) visit, the ess observed there was brown discoloration build up on the scopes and attachments also observed, the user facility was not using freshly prepared water for each rinse. There were no reports of patient involvement.